Event description:
Alleged event: the physician was unable to load clips without clicking sound in the applier. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The lot number provided 73c1400450 does not exist in the manufacturer's databases, therefore the device history review could not be conducted. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.